Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measured approximately 4.58 mm x 9.13 mm was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear bent. In addition, the instrument was found to have a detached molded insulator. The broken piece and the grip tip were not returned with the instrument. Further evaluation found the fbf instrument had a broken conductor wire at the distal end. The conductor wire broke because of the break on the molded insulator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the initial fa was confirmed; the instrument exhibits a broken molded insulator.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the grip base did not appear to have obvious torsion when inspected visually and there were no additional findings.